Manufacturer narrative:
The returned adapter was inspected and connected with a new cohen cannula per detailed instructions for assembly and use provided the user. No device failure was observed. The connection conforms to specifications. It is presumed that instructions for use were not correctly observed by user. The adapter was not screwed tightly on the probe, came loose during the procedure, and was forgotten inside the patient.

Event description:
During a laparoscopic ovarian cystectomy, the uterine manipulator was removed. The acorn came loose from the instrument and was retained in the patient's body. Two days after the procedure, the acorn fell out of the vagina. No harm was done.